Event description:
(B)(4): information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer showed poor communication. The patient was able to communicate with the recharger. It was noted that the patient was not recently implanted and had not recently had a revision surgery. The patient did not use an antenna and did not have the antenna with him at the time of the call with the manufacturer on (B)(6) 2016. The programmer was placed on the skin directly over the ins and attempted to synchronize with the ins but this did not resolve the issue. The patient used the therapy daily so his stimulation was on but was too high causing discomfort. The patient was looking to turn the stimulation down. The patient was to be home to get the antenna in a couple hours and was to call the manufacturer back to troubleshoot with the antenna. It was noted that the light went out on the patient programmer in 2016, a couple months prior to (B)(6) 2016. The poor communication which did not allow the patient to turn stimulation down began on (B)(6) 2016. Additional information was received from the patient. It was reported that the patient got home on (B)(6) 2016 and tried the programmer with the antenna and he still could not communicate. The programmer would not do telemetry with or without the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.